Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a video bariatric procedure, when the surgeon was to perform the first firing, the stapler closed with difficulties. When he fired, the firing trigger closed very difficulty and the device locked. The physician then unlocked it with difficulties, and when it was opened, he observed it had not been stapled nor cut. The reload was replaced, but the same problem occurred. Right after the stapler had been unlocked, the device was also replaced and it was possible to continue with the procedure. There were no adverse consequences to the pt.